Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a cut cable, no image, inability to achieve white balance, water leakage in the head unit, and error e238. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation, due to water leak in head unit white balance cannot be achieved and e238 appeared, and related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced error e228, a communication issue, and a frozen image. The issue was found during set up in the room (inspection for use). There were no reports of patient involvement.